Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the jaws of the prograsp forceps instrument failed to open while inside of the patient. The customer could not open the jaws with the instrument release kit and removed the instrument with the cannula. The customer found a rigid metal piece of the instrument that was protruding at a right angle and prevented the instrument from releasing the cannula. The customer manually cut off the piece to remove the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. This caused the jaw to not open. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation found related to the reported complaint: the instrument was found to have a broken grip at the grip base. A piece approximately 0.830" x 0.0490" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.